Manufacturer narrative:
Device evaluation summary: according to the information provided, the patient experienced a deflation since the patient fell. During evaluation of the device a crease was noted on posterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. It is possible that the root cause of the rupture was the accident in which the patient was involved. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast reconstruction primary with a 500cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided deflation. The patient had a fall and consulted with a medical professional a week later, where she was diagnosed with left-sided deflation. As a result, the patient underwent unilateral explantation and replacement with 375cc mentor smooth round moderate profile, catalog # 3501660, left serial # (B)(4) on (B)(6) 2019.